Manufacturer narrative:
(B)(4). Evaluation results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. Elevated (B)(6) results may be observed for the architect (B)(6) assay, list number 6l21 when it's run on the same module with the architect (B)(6), list number 1l82. The investigation identified the cause as a reduced potency of the (B)(6) antigen which is coated on the microparticle component of the assay. This leads to lower ical rlu values and elevated signal from negative samples, which in turn has the potential to cause increased (B)(6) results, increased susceptibility to reagent cross contamination (e.g. Architect (B)(6)), and / or increased impact of naturally occurring test system variability on final test results. Control measures include raw material qualification and implementation of manufacturing controls for calibrator rlu values. Current modes of control were communicated to architect (B)(6) customers through product correction letter fa24feb2010 and will remain in effect until corrective actions to address the reduced potency of the (B)(6) antigen have been implemented.

Event description:
The customer stated there was an increase in the number of (B)(6) patient results on the architect i2000sr analyzer. The customer indicated they were not running (B)(6) with (B)(6). There was no impact to patient management reported.